Event description:
On 19dec2022, nalu reporting department became aware of a revision performed. On (B)(6) 2022 a surgical procedure was performed to relocate the nalu implantable pulse generator (ipg) as it was determined that the patient's anatomy was causing connection issues between the ipg and the external therapy disc.